Event description:
It was reported a no disposable alarm was experienced. Pump alarm silenced, settings reviewed and pump powered off. Pump powered back on, still has no disposable alarm. Pump powered back off, tubing clamped, cassette removed, tubing rubbed and cassette tapped on a hard surface and tubing rubbed again. Reattached the cassette, powered pump back on, still has no disposable alarm. Process repeated x 2. Tubing unclamped, pump restarted and now displays run. Medication: 5fu patient not harmed. No further information available.